Event description:
It was reported that during an anterior resection procedure, device was put in place, closed down and fired. When the device was removed it was apparent that the staples had not been deployed. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4).